Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and intermittent capture. It was also noted that the lead had variable r waves and impedance value for the past 6 months. The lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole procedure.